Event description:
A us distributor returned a monitor and reported a monitor response button was non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was that there was damage to internal parts permitted by the missing button cover. The root cause of the damaged parts cannot be positively identified. No adverse event resulted from the damaged monitor.